Event description:
During the attempt to deploy the stent, a great deal of initial resistance was encountered. As a result, the device deployed prematurely and landed about 1-2mm in the aorta, missing the intended site at the origin of the iliac artery. Another stent was obatined and successfully deployed at the intended site, with no complications encountered during the delivery. No consequences to the pt as a result.